Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.